Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2016. The patient presented on (B)(6) 2019 and had probable subluxation episode. The case report form indicates that this event is definitely related to device, definitely related to procedure. Study: equinoxe shoulder study: subject: (B)(6). Additional information: date of event onset: on (B)(6) 2019. Adverse event name: instability / subluxation. Briefly describe adverse event: probable subluxation episode. Serious adverse event? Yes. Ae related to device? Definitely related. Ae related to procedure? Definitely related. 76 yr old white female. Height: 152 cm., weight: 56 kgs., bmi: 24. Diagnosis: rotator cuff arthropathy. Comorbidities: hypertension. Other comorbidities: hyperlipidemia. Injections: no. Analgesic: no. Action: none. Outcome: unknown. Additional information: patient has not been back to clinic since on (B)(6) 2019. Product information not available. Concomitants: ebi data not available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. No explant date. The cause of the patient¿s shoulder instability and subluxation reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability and subluxation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.